Manufacturer narrative:
Event date was reported as an unspecified date in 2016 (2 years ago) "around (B)(6)". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A automated peritoneal dialysis (apd) patient experienced peritonitis manifested by malaise, nausea, vomiting, and shivering. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified treatment (dose, route and frequency were not reported) at a pd unit for the event. At the time of this report, the patient outcome was not reported. Apd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the cause of the peritonitis event was due to a breach in aseptic technique. It was not reported if the patient was retrained on the proper aseptic technique. (B)(4) was removed and replaced with (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.